Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a calibration failure on the gas blender. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs were received by the MFR on (B)(4) 2014 for further eval. The customer replaced the oxygen (o2) sensor. The o2 sensor was installed on (B)(4) 2014. No failure of the lab tested electronic pt gas system (epgs) occurred during lab testing with the returned o2 sensor installed. After the fifteen minute warm-up period, calibration of the o2 sensor was initiated and passed. The epgs was calibrated six times without failure, ran for four hours, and calibrated six more times without failure.